Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, lot # 191007. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor memorygel xtra breast implant 295cc gel implants, catalog # tmpx295, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. Device evaluation summary: it was reported that a 57 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel xtra breast implant 295cc gel implants, catalog # tmpx295, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device. White material was observed on the shell surface for both. On device a, the product evaluation team discovered an area of missing material with 2.9 cm x 1.8 cm located on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Otherwise, the device b presented two rents of 0.6 cm ( a) and 0.5 cm within a crease (b) respectively located on the posterior aspect. Also was found an area of missing material of 0.9 cm x 0.9 cm approx. On the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).